Event description:
It was further reported that again the lead was not capturing at full output. The physician elected to explant the lead and replace it. No patient complications have been reported as a result of this event.

Event description:
It was reported that within weeks of implant, the patient had not felt well since implant and it was suspected by the doctor that a loss of atrial-ventricular synchrony due to dislodged atrial lead was the contributor to the patient's symptoms of fatigue and short of breath. The atrial lead was not capturing at the full output. The x-ray confirmed the lead was dislodged and the lead was repositioned. Before the end of the procedure, the lead was dislodged again and the lead was repositioned second time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that there was a lead insulation breach by the 1st rib/clavicle. There was also a cosmetic insulation finding by the 1st rib clavicle. The distal electrode was covered with blood and a fibrotic growth. The proximal conductor was kinked/buckled and had blood on it (not obstructed). The outer insulation had blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.